Event description:
Our affiliate is reporting that during insertion, the distal portion of the anchor inserter broke off into the anchor and remains in the body of the patient. The anchor was successfully deployed into the bone. However, the broken inserter tip, still captured in the anchor is sitting proud to the bone, this was discovered immeidately post-op via x=-rays. The surgeon states that he has not decided on remedial action(re-operation)as the patient at this time feels no pain and so a wait and see approach is his course of action. Outside of this they are not reporting any adverse condition to thepatient.